Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out of its space contributing to the reported failure. When the trigger was actuated, the jaws open and close as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended but the jaw pin is protruding out of its space and it could potentially cause the jaws to not close completely or misalignment of the jaws, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). (B)(6).

Event description:
It was reported that the trap door doesn't work. Additional information from device evaluation: the jaw pin of the device is protruding out of its space.